Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a 28-year-old female patient who had essure (batch no. 339226(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "advised of any complications or problems that occurred at the time of your essure placement procedure?: yes/doctor had issues getting the right one in and had". The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2011 and (B)(6) 2007), enthesopathy of hip region, heart disease congenital in 2005, migraine in 2005, convulsions in 2005, depression, blood transfusion, chlamydial infection from 2005 to 2010, urinary tract infection, eczema in 2005, hernia repair, cardiac septal defect, premature delivery, twin-twin transfusion syndrome (surgery to separate twins) in 2007 and streptococcal bacteraemia. Denied tobacco use. Denies feeling sob or lightheaded. The patient denies trauma, injury or erythema. Denies phonophobia, suicidal or homicidal ideation. Previously administered products included for prevent pregnancy: implanon from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: phenytoin, clindamycin allergy and carbamazepine. Past adverse reactions to the above products included pruritus with clindamycin allergy. Concurrent conditions included overweight, asthma, eczematous dermatitis, epilepsy, esophageal reflux, lumbago, radial styloid tenosynovitis, pain upon movement, social phobia since (B)(6) 2013, partial epilepsy, loss of consciousness, gait deviation, balance difficulty, pain, menstruation delayed, penicillin allergy, alcohol use (1 drink per month at most), weight loss (10 pound), sleep apnea, breast pain, breast mass, allergy to nuts (itchy throat) and rash. Family history included hypertension (paternal grandmother), lung cancer (paternal grandmother), thyroid disorder (paternal grandmother), diabetes (paternal uncle, paternal grandfather), asthma (brother), rhinitis (brother), kidney failure (paternal grandfather) and cardiovascular disease, unspecified (paternal grandfather). Concomitant products included sertraline (zoloft) since 2016 for depression and anxiety, naproxen for migraine and headache, topiramate (topamax) since 2013 for seizures, headache and migraine as well as cholecalciferol (vitamin d3), combivent (duoneb), fluticasone propionate w/salmeterol (advair diskus) since 2014, meloxicam (mobic) and multivitamin. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormally long menses / menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("hives on lower abdomen"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping / severe constant lower abdomen pain"), back pain ("severe back pain"), depression ("depression"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycles"), abdominal pain upper ("stomach pain") and complication of device insertion ("advised of any complications or problems that occurred at the time of your essure placement procedure? - yes/doctor had issues getting the right one in and had"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen and surgery (underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the seizure, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, urticaria, migraine, headache, allergy to metals, fatigue, weight increased, menstruation irregular, alopecia and abdominal pain upper had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, seizure, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: 186 lbs. She did not allege that essure caused birth defects. Mr- right side -6 coils,left side- 4 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: bilateral tubal occlusion ultrasound scan: in (B)(6) 2016: indicated the coils were proper placement (B)(6) 2012 : hsg (hysterosalpingogram) : impression: essure device.2. No contrast within the fallopian tubes indicating tubal occlusion. (B)(6) 2013 : endometrial biopsy : gross: a. The specimen is labeled "emb." Received in formalin is a 1.5 x 1.5 x 0.3 cm aggregate of redpurple soft tissue fragments. The specimen is submitted in toto in cassette a. (B)(6) 2016 : ultrasound of left breast : impression: stable size and appearance of a 0.7 x 0.7 x 0.4 cm oval circumscribed mass in the right breast at the 9 o'clock location 4 cm from the nipple. This finding is probably benign. A follow-up right breast ultrasound in 6 months is recommended. (B)(6) 2016 : us pelvic and transvaginal : findings: the uterus is normal in size and echogenicity. Linear hyperechoic foci bilaterally near the uterine fundus, consistent with history of essure devices. Uterine dimensions: 9.3 x 4.5 x 5.3 cm. Endometrial thickness: 9 mm. Impression: normal sonographic appearance of the uterus and ovaries. 2. Findings consistent with history of essure devices. (B)(6) 2016 : pelvic ultrasound : impression: normal sonographic appearance of the uterus and ovaries. 2. Findings consistent with history of essure devices. (B)(6) 2017 : surgical pathology report : diagnosis: right fallopian tube and essure implant, salpingectomy: - benign fallopian tube with focal chronic inflammation and granulation tissue. - medical device. B. Left fallopian tube and essure implant, salpingectomy: - benign fallopian tube with minute fragment of granulation tissue. - medical device. Gross description - the specimen is labeled "right fallopian tube and essure implant." Received fresh and transferred to formalin is a 6.6 cm long x 1 .0 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 7.6 cm long portion of wire, with an attached 3.5 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the long wire. The fallopian tube is entirely submitted in cassettes a 1-a3. B. The specimen is labeled "left fallopian tube and essure implant" received fresh and transferred to formalin is a 7.5 cm long x 0.7 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 3.2 cm 10 ng portion of wire, and a separate 25 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the straight wire. The fallopian tube is entirely submitted in cassettes b1-b3. Current weight: 186 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming bilateral pelvic pain), headache (confirming head pain)" most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received- new event stomach pain were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a 28-year-old female patient who had essure (batch no. 339226(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2011 and (B)(6) 2007), enthesopathy of hip region, heart disease congenital in 2005, migraine in 2005, convulsions in 2005, depression, blood transfusion, chlamydial infection from 2005 to 2010, urinary tract infection, eczema in 2005, hernia repair, cardiac septal defect, premature delivery, twin-twin transfusion syndrome (surgery to separate twins) in 2007 and streptococcal bacteraemia. Denied tobacco use. Denies feeling sob or lightheaded. The patient denies trauma, injury or erythema. Denies phonophobia, suicidal or homicidal ideation. Previously administered products included for prevent pregnancy: implanon from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: phenytoin, clindamycin allergy and carbamazepine. Past adverse reactions to the above products included pruritus with clindamycin allergy. Concurrent conditions included overweight, asthma, eczematous dermatitis, epilepsy, esophageal reflux, lumbago, radial styloid tenosynovitis, pain upon movement, social phobia since (B)(6) 2013, partial epilepsy, loss of consciousness, gait deviation, balance difficulty, pain, menstruation delayed, penicillin allergy, alcohol use (1 drink per month at most), weight loss (10 pound), sleep apnea, breast pain, breast mass, allergy to nuts (itchy thorat) and rash. Family history included hypertension (paternal grandmother), lung cancer (paternal grandmother), thyroid disorder (paternal grandmother), diabetes (paternal uncle, paternal grandfather), asthma (brother), rhinitis (brother), kidney failure (paternal grandfather) and cardiovascular disease, unspecified (paternal grandfather). Concomitant products included sertraline (zoloft) since 2016 for depression and anxiety, naproxen for migraine and headache, topiramate (topamax) since 2013 for seizures, headache and migraine as well as colecalciferol (vitamin d3), combivent (duoneb), fluticasone propionate w/salmeterol (advair diskus) since 2014, meloxicam (mobic) and multivitamin. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormally long menses / menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("hives on lower abdomen"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping / severe constant lower abdomen pain"), back pain ("severe back pain"), depression ("depression"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycles") and complication of device insertion ("advised of any complications or problems that occurred at the time of your essure placement procedure? - yes"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen and surgery (underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the seizure, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, urticaria, migraine, headache, allergy to metals, fatigue, weight increased, menstruation irregular and alopecia had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, seizure, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: 186 lbs. She did not allege that essure caused birth defects. Mr- right side -6 coils,left side- 4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Ultrasound scan - in (B)(6) 2016: indicated the coils were proper placement . (B)(6) 2012: hsg (hysterosalpingogram) : impression: essure device.2. No contrast within the fallopian tubes indicating tubal occlusion. (B)(6) 2013: endometrial biopsy : gross: a. The specimen is labeled "emb." Received in formalin is a 1.5 x 1.5 x 0.3 cm aggregate of redpurple soft tissue fragments. The specimen is submitted in toto in cassette a. (B)(6) 2016 : ultrasound of left breast : impression: stable size and appearance of a 0.7 x 0.7 x 0.4 cm oval circumscribed mass in the right breast at the 9 o'clock location 4 cm from the nipple. This finding is probably benign. A follow-up right breast ultrasound in 6 months is recommended. (B)(6) 2016 : us pelvic and transvaginal : findings: the uterus is normal in size and echogenicity. Linear hyperechoic foci bilaterally near the uterine fundus, consistent with history of essure devices. Uterine dimensions: 9.3 x 4.5 x 5.3 cm. Endometrial thickness: 9 mm. Impression: normal sonographic appearance of the uterus and ovaries. 2. Findings consistent with history of essure devices. (B)(6) 2016 : pelvic ultrasound : impression: normal sonographic appearance of the uterus and ovaries. 2. Findings consistent with history of essure devices. (B)(6) 2017 : surgical pathology report : diagnosis: right fallopian tube and essure implant, salpingectomy: - benign fallopian tube with focal chronic inflammation and granulation tissue. - medical device (see gross description). B. Left fallopian tube and essure implant, salpingectomy: - benign fallopian tube with minute fragment of granulation tissue. - medical device (see gross description). Gross description - the specimen is labeled "right fallopian tube and essure implant." Received fresh and transferred to formalin is a 6.6 cm long x 1 .0 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 7.6 cm long portion of wire, with an attached 3.5 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the long wire. The fallopian tube is entirely submitted in cassettes a 1-a3. B. The specimen is labeled "left fallopian tube and essure implant" received fresh and transferred to formalin is a 7.5 cm long x 0.7 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 3.2 cm 10 ng portion of wire, and a separate 25 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the straight wire. The fallopian tube is entirely submitted in cassettes b1-b3. Current weight: 186 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming bilateral pelvic pain), headache (confirming head pain)" most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Fu ptc declined by qa (no valid batch, no new ptc information). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a (B)(6) year-old female patient who had essure (batch no. 339226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2011 and (B)(6) 2007), enthesopathy of hip region, heart disease congenital in 2005, migraine in 2005, convulsions in 2005, depression, blood transfusion, chlamydial infection from 2005 to 2010, urinary tract infection, eczema in 2005, hernia repair, cardiac septal defect, premature delivery, twin-twin transfusion syndrome (surgery to separate twins) in 2007 and streptococcal bacteraemia. Denied tobacco use. Denies feeling sob or lightheaded. The patient denies trauma, injury or erythema. Denies phonophobia, suicidal or homicidal ideation. Previously administered products included for prevent pregnancy: implanon from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: phenytoin, clindamycin allergy and carbamazepine. Past adverse reactions to the above products included pruritus with clindamycin allergy. Concurrent conditions included overweight, asthma, eczematous dermatitis, epilepsy, esophageal reflux, lumbago, radial styloid tenosynovitis, pain upon movement, social phobia since (B)(6) 2013, partial epilepsy, loss of consciousness, gait deviation, balance difficulty, pain, menstruation delayed, penicillin allergy, alcohol use (1 drink per month at most), weight loss (10 pound), sleep apnea, breast pain, breast mass, allergy to nuts (itchy thorat) and rash. Family history included hypertension (paternal grandmother), lung cancer (paternal grandmother), thyroid disorder (paternal grandmother), diabetes (paternal uncle, paternal grandfather), asthma (brother), rhinitis (brother), kidney failure (paternal grandfather) and cardiovascular disease, unspecified (paternal grandfather). Concomitant products included sertraline (zoloft) since 2016 for depression and anxiety, naproxen for migraine and headache, topiramate (topamax) since 2013 for seizures, headache and migraine as well as colecalciferol (vitamin d3), combivent (duoneb), fluticasone propionate w/salmeterol (advair diskus) since 2014, meloxicam (mobic) and multivitamin. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormally long menses / menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("hives on lower abdomen"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping / severe constant lower abdomen pain"), back pain ("severe back pain"), depression ("depression"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycles") and complication of device insertion ("advised of any complications or problems that occurred at the time of your essure placement procedure? - yes"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen and surgery (underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the seizure, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, urticaria, migraine, headache, allergy to metals, fatigue, weight increased, menstruation irregular and alopecia had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, seizure, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. She did not allege that essure caused birth defects. Mr- right side -6 coils,left side- 4 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion ultrasound scan - in (B)(6) 2016: indicated the coils were proper placement (B)(6) 2012 : hsg (hysterosalpingogram) : impression: essure device.2. No contrast within the fallopian tubes indicating tubal occlusion. (B)(6) 2013 : endometrial biopsy : gross: the specimen is labeled "emb." Received in formalin is a 1.5 x 1.5 x 0.3 cm aggregate of redpurple soft tissue fragments. The specimen is submitted in toto in cassette a. (B)(6) 2016 : ultrasound of left breast : impression: stable size and appearance of a 0.7 x 0.7 x 0.4 cm oval circumscribed mass in the right breast at the 9 o'clock location 4 cm from the nipple. This finding is probably benign. A follow-up right breast ultrasound in 6 months is recommended. (B)(6) 2016 : us pelvic and transvaginal : findings: the uterus is normal in size and echogenicity. Linear hyperechoic foci bilaterally near the uterine fundus, consistent with history of essure devices. Uterine dimensions: 9.3 x 4.5 x 5.3 cm. Endometrial thickness: 9 mm. Impression: normal sonographic appearance of the uterus and ovaries. Findings consistent with history of essure devices. (B)(6) 2016 : pelvic ultrasound : impression: normal sonographic appearance of the uterus and ovaries. Findings consistent with history of essure devices. (B)(6) 2017 : surgical pathology report : diagnosis: right fallopian tube and essure implant, salpingectomy: - benign fallopian tube with focal chronic inflammation and granulation tissue. - medical device (see gross description). Left fallopian tube and essure implant, salpingectomy: - benign fallopian tube with minute fragment of granulation tissue. - medical device (see gross description). Gross description - the specimen is labeled "right fallopian tube and essure implant." Received fresh and transferred to formalin is a 6.6 cm long x 1 .0 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 7.6 cm long portion of wire, with an attached 3.5 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the long wire. The fallopian tube is entirely submitted in cassettes a 1-a3. The specimen is labeled "left fallopian tube and essure implant" received fresh and transferred to formalin is a 7.5 cm long x 0.7 cm diameter fimbriated fallopian tube. The fimbriated end is sectioned longitudinally, and the remainder of the tube is serially sectioned to reveal a stellate, patent lumen. Also received loose in the specimen container is a 3.2 cm 10 ng portion of wire, and a separate 25 cm long x 0.2 cm diameter coiled piece of wire. A very small amount of white-pink soft tissue is adherent to the straight wire. The fallopian tube is entirely submitted in cassettes b1-b3. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming bilateral pelvic pain), headache (confirming head pain)" most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received. Events -"mood swings, vaginal bleeding, apareunia (inability to have sexual intercourse), depression, anxiety, hives on lower abdomen, migraines, headaches, seizures, nickel allergy, pain, fatigue, weight gain, irregular menstrual cycles, hair loss, advised of any complications or problems that occurred at the time of your essure placement procedure? - yes", lot number, historical condition, reporter added from pfs. Historical drug and condition, concomittant drug and condition, family history, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("severe back pain"), menorrhagia ("abnormal heavy menstrual bleeding / abnormally long menses"), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: indicated the coils were proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.